Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 4518 competitor lead, implanted: (B)(6) 2005; a 5076-52 lead, implanted: (B)(6) 2005. (B)(4). The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). This was noted to be due to increased lv (left ventricular) outputs and permanent af (atrial fibrillation). The device was explanted and replaced. No patient complications have been reported as a result of this event.